Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens but it became stuck in the cartridge. There was no patient contact or injury. The facility stated it was unknown if the lens was damaged or why it became stuck. The facility stated an mtc60c fp cartridge was used but they were uable to recall the lot number, nor the model and lot number of the injector.